Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose at the level of 42 mg/dl. Customer was treated with glucose and carb intake. Troubleshooting was completed. Device is not expected to be returned for analysis.